Event description:
Olympus was informed that in the middle of an unspecified procedure, the device failed to activate. The intended procedure was completed using another similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information via telephone and in writing regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was partially detached from the grasping section with metal exposed. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.